Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "after intubation, the cuff was filled with air but did not seal, and when it was extubated and checked, there was a hole". There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. An inflation leak test was performed, and the cuff failed to stay inflated. A leak was detected in the sealing from the cuff to the tube. The complaint was confirmed. The root cause for the leak was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.